Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest rubbed against the patient's skin and created a raw skin irritation on the left-side. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to use water-based lotion, such as eucerin on the skin irritation. Follow up indicated that the patient's skin irritation improved.